Event description:
The probe could not be removed from the cannula. When the surgeon attempted to remove it forcibly, it caused a giant retinal tear as the cannula was removed with the probe. The current pt status is unk. Additional info has been requested.

Manufacturer narrative:
No sample or additional info received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/10/2008.